Event description:
Initial reporter indicated that their (B) (6) handheld computer containing 7.1 programming software would not past the blank screen with hr001. A hard reset was attempted, and it still did not work. The handheld computer is at manufacturer pending completion of product analysis.